Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 99% stenosed, calcified distal circumflex (cx). The maverick2 monorail balloon ruptured at 6 atms. The number of inflations and to what atms is unknown. The procedure was completed with another of the same devices, and patient status was reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed; therefore, no direct product analysis can be completed. The manufacturing records for top assembly batch 7548868 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.